Manufacturer narrative:
Based on assessment, the product met specifications at the time of release. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported a laser error occurred during corneal flap creation. This disabled the treatment partially through the bed cut and the procedure was discontinued prior to completion; no side cut was performed. The patient underwent photo refractive keratectomy instead of the planned lasik treatment.

Manufacturer narrative:
The company service representative examined the system and observed the system message in the event log. The company service representative could not duplicate the system message observed and reported. The patient interface (pi) tag was tested and passed testing. The system message observed may be caused by the pi rfid not programmed properly, tag is nonconforming, rfid reader is not reading the tag properly, or there are multiple tags in the vicinity of the reader. The company service representative advised the customer to return the pi¿s for the lot number used. The company service representative reseated the cables to the rfid board. The computer hard drives were cleaned. The flap polynomials were calibrated. The objective lens was cleaned. The system was tested for flap and cataract surgeries, and passed. The system was then tested and met all product specifications. The system was examined and the reported event was not replicated. A preventive maintenance was performed. The system was tested and found to meet product specifications. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).